Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. The reporter noted the implantable neurostimulator (ins) was no longer working and it ¿completely shut off.¿ it was noted that ¿it was not working at all and that it quit working completely in the patient¿s legs.¿ it was noted that ¿it worked a little across the lower back but now it was not working at all.¿ the reporter noted ¿it completely quit working about the first of the year.¿ it was noted that stimulation was on at the time of the report and that the patient was on program 1 at 2.40v. When the patient turned the amplitude up to 4.20, the patient ¿couldn¿t feel anything.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant: product ID 3888-45, lot# v207492, implanted: 2009-(B)(6), product type lead. Product ID 3888-45, lot# v207492, implanted: 2009-(B)(6), product type lead. Product ID 37082-20, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that electrodes 3, 9, and 15 were greater than 10,000. None were programmed for use. It was noted that the patient was satisfied with the results of the reprogramming on (B)(6) 2014. Signs and symptoms associated with the event included insufficient coverage and stimulation not being effective for pain management. Patient outcome was no injury. It was noted that at a presentation in (B)(6) 2014, the patient had reported to the health care professional that the spinal cord stimulation had not been working "the same" or "consistently."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient saw a pain management physician. The patient had an appointment on (B)(6) 2014 and was reprogrammed by the manufacturer representative. No testing was reportedly done on the device. The patient was instructed to return if stimulation remained intermittent to the right leg. Since reprogramming, the patient reportedly had better coverage to the back and left leg, but the right remained intermittent. The patient reportedly did not have any follow up planned with the physician as of the date of this report. It was further reported that in (B)(6) 2013, the patient fell onto her right leg, bruised her right knee down to toes, and that the intermittent stimulation happened at that time. No x-rays taken since the fall.